Event description:
The customer reported that the screen doesn't work anymore, it is splitting. The customer did not know if the device was dropped or if it fell from a mount. No pt or user harm was reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.